Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, wear abrasion, creases fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: crease smooth broken on radius. Based on the device analysis the final assessment is: crease smooth broken on radius assessed as fold flaw opening. Missing shell due to inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b., d.9., h.3., h.6.

Event description:
Healthcare professional right side rupture. Device has been explanted.